Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range pacing impedance was noted on the right ventricular (rv) lead. No intervention was made. Lead revision was discussed. The patient was stable.